Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide lot number please provide status of product return. No further information will be provided note: events 2210968-2021-06720.

Event description:
It was reported that a patient underwent a laparoscopic urological procedure on (B)(6) 2021 and a suture clip was used. During the procedure, the clip did not hold the suture. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.